Event description:
The initial complaint was reviewed and found to be a duplicate of another reported complaint, (B)(4). This device is captured on manufacturer report number 8030965-2021-03127.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: event year is reported as 2021; however exact date of event is unknown. 510k: this report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a removal procedure. It was noticed that the patient was suffering from broken screws and vertebral matrix fixator. The patient had surgical intervention l4-l5-s1 arthrodesis with torsion breakage, suspension bars and imprint. It was unknown if the removal procedure completed successfully. The patient outcome unknown. This complaint involves three (3) devices. This report is for (1) unk - plates. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: it was reported that on (B)(6) 2021, the patient underwent a corrective procedure due to broken screws, and broken vertebral matrix fixator. The patient had surgical intervention of the l4-l5-s1 arthrodesis with torsion breakage, suspension bars and imprint. It is unknown if the removal procedure was completed successfully. The patient outcome is unknown. This report is for (1) unknown screw this report is 1 of 3 for (B)(4).